Event description:
Caller states that the following tests were performed on the same device within 10 minutes: 332mg/dl, 80mg/dl, 137mg/dl, and 110mg/dl. No adverse event reported. No treatment received. No quality were used. Requested return of suspect device and replacement was sent.